Event description:
It was reported that a patient sustained a cold burn while using the iceman unit, severity of the burn injury is unknown.

Manufacturer narrative:
It was reported that the patient sustained a cold burn injury from the pad while using the iceman unit. The device was not returned for evaluation; photos of the injury were also not provided, it is inknown if medical treatment was provided to the patient. The root cause could not be established at this time. If additional information on this reported event becomes available this investigation will be reevaluated and a supplemental report will be submitted.